Event description:
Customer reportedly obtained results of 230 mg/dl, 552 mg/dl, and hi on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported due to reported results. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison reported.